Manufacturer narrative:
The outflow graft was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via pictures sent by the site revealing the tear in the outflow graft. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on this investigation, the most likely root causes of tears or cuts in the outflow graft have been attributed to technique and the difficulty of assembly. Heartware has opened an internal investigation to address outflow graft damages. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Supplemental MDR report is being submitted to include the associated FDA z-number issued for the reported issue captured in this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad outflow graft is designed to provide a connection between the outflow of the hvad pump and the anastomosis to the patient's ascending aorta. A cut or tear in an implanted outflow graft that is not noted during the implantation procedure has the potential harm of serious injury or death due to internal bleeding. According to the instructions for use (IFU) the outflow graft package should be examined to ensure that it is unopened and without visible damage. The IFU details the correct procedure for connecting the outflow graft, strain relief and pump together. Excessive tension or force should be avoided as it will damage the polyester fibers and the gelatin impregnation. Of note, the IFU warns that the during attachment of the outflow graft to the hvad, the graft clamp should be rotated so that the clamp screw is located on the inner side of the outflow graft to avoid tissue irritation or damage. Users are to gently pull on the outflow graft and strain relief to verify secure placement of the graft clamp to the outflow conduit. After assemby, users are instructed to inspect the outflow raft and strain relief for any kinks or twisting and to re-attach the graft if necessary. According to the IFU, surgical procedures are associated with numerous risks that include, but are not limited to, bleeding. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that after hvad implantation and surgical closure, a male patient continued to have a large amount of blood coming from his chest tubes while still in the operating room. The patient's chest re-opened for exploration of the bleeding source. This exploration noted a tear at the outflow graft near the area where it attaches to the pump. The surgeon was able to disconnect the outflow graft, cut it a little shorter and then re-connect the graft to the hvad pump. The vad coordinator reported that during pump assembly (prior to implant) the outflow graft was not "aggressively" stretched. The patient is reported to be doing well post-operatively.